Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted in patient.

Event description:
The company representative reported that the fracture plate broke the patient's mandible when the surgeon tightened the plate down with a locking screw. The screws that were used were 2.3 locking screws. Ultimately, the patient wasn't harmed and the surgeon left the fracture plate in the patient.

Manufacturer narrative:
The visual inspection of the surgery picture provided confirmed the reported event. The six locking screws aren¿t inserted deep enough to perform a correct locking between each screw and the plate: locking thread of the screws is visible. If the locking screw is inserted deep enough a proper locking can be achieved. Furthermore the screw head has to be almost even with the plate. The locking thread needs to be completely cut into the plate¿s lip. According to the visual inspection it can be assumed that no or too low pilot holes were drilled for the locking screws. The deeper the screw is being inserted, the more pressure is put onto the bone. Most likely this was too much compression for the bone and it resulted in cracks (breakage of the bone). Therefore the root cause can either be a too low pilot hole or no pilot hole has been drilled at all. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
The company representative reported that the fracture plate broke the patient's mandible when the surgeon tightened the plate down with a locking screw. The screws that were used were 2.3 locking screws. Ultimately, the patient wasn't harmed and the surgeon left the fracture plate in the patient.